Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on / abnormal shutdowns) was confirmed. As received, the monitor would not power on. Upon evaluation, there was no output from the u1003 pld component. The cause of the abnormal shutdowns and inability to power on is the defective pld. The root cause of the defective pld cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor contacted zoll to report that a patient's device had produced abnormal shutdowns and would no longer power on.